Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was physical damage to the power cord on the cycler. The patient described that the cord was burnt where it plugs into the wall. There was no patient involved; there was no harm associated with the event. The power cord was replaced due to the damage.

Event description:
A peritoneal dialysis (pd) patient reported that there was physical damage to the power cord on the cycler. The patient described that the cord was burnt where it plugs into the wall. There was no patient involved; there was no harm associated with the event. The power cord was replaced due to the damage.

Manufacturer narrative:
Plant investigation: the cycler was not returned; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A product history review was completed during the investigation. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.